Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found there was a short in the communicable cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventive maintenance on this bed. Based on this info, no further action is required. Based on this info, no further action is required.